Manufacturer narrative:
The reported incident that locking screw, t7, 2.7x16mm was alleged of issue s-14 (head damaged) could not be confirmed since the product was not returned and the event was not confirmed. Due to mis-alignment or excessive force applied to the screw while inserting into the hard part of the bone may lead to screw damage but the same could not be confirmed as the product was not received for inspection and no other evidence such as photograph was available. More detailed information about the device involved in the event must be available in order to determine the root cause of the complaint event. The file will be closed formally. In case relevant information resp. The part becomes available we reserve the right to update the investigation and to change the root cause. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: ''important information for doctors and or staff: {¿.} ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments {¿.} pre-operative: {¿.} inspection is recommended prior to surgery to determine if implants have been damaged during storage {¿.}'' [original statement(s)] no indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
During insertion of the screw after tapping, the screw head was worn. The surgeon exchanged it to the new one. The patient bone was quite hard.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device was discarded.

Event description:
During insertion of the screw after tapping, the screw head was worn. The surgeon exchanged it to the new one. The patient bone was quite hard.